Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high impedance and loss of capture. Another lead was implanted instead. No further adverse patient effects were reported.